Event description:
It was reported that during the procedure, when this right atrial (ra) lead was implanted into the septum, the lead experienced helix extension difficulty. Additionally, it was noted that the patient had a large atrium, and atrial quiescence. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.